Manufacturer narrative:
Investigation summary: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. The customer was using an unapproved swab and vtm and diluting the sample in 3ml instead of the recommended 1ml. Some samples also had a higher CT value, suggesting a viral load below the sofia lod. Root cause: could not duplicate with retains; unable to determine. Source: phone.

Event description:
1 discordant negative sofia sars result when compared to pcr during an evaluation study. Samples were noted to be less than ideal as they were older than 3 days and extracted from 3ml of viral transport media. Patients were reported to be symptomatic but the days post onset of symptoms were unknown. Additional mdrs will be filed for each separate patient event.